Event description:
An attempt was made to administer a countershock to a pt; however, the operator was unable to use the defibrillator due to depleted batteries. Pt treatment was continued after arrival at the hosp.